Manufacturer narrative:
The catheter was evaluated and determined to be within specification. Additionally, the films from the case were reviewed and revealed that the balloon was in place prior to inflation; after coil placement, it was apparent that there was some blood leakage in the aneurysm. The film provided no evidence that showed the aneurysm rupturing, therefore, the exact root cause of the rupture could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
A (B) (6) patient, was being treated with 7mm x 6mm posterior inferior cerebellar artery (pica) aneurysm. An ascent occlusion balloon catheter was put on a sincro2 wire and neuron guiding catheter. The ascent balloon was advanced and placed about 2mm to 3mm into the aneurysm and inflated to cover the 6mm neck. The physician decided to coil through the balloon and chose a presidio 10 7mm x 30mm coil. With the physician not satisfied with coil placement, an attempt was made to reposition. At this point, it was observed through fluoroscopy that the aneurysm had ruptured. A reverse heparin was performed, the balloon was deflated and an sl-10 microcatheter was placed. As two more coils were unsatisfactorily placed, an attempt was made to withdraw. The coils apparently got caught into the coil mass and stretched, half in the aneurysm and half in the artery. A drain was placed in the patient as physician retrieved the coil with an ev3 alligator forceps 2mm chestnut. With the patient stabilized, a 1018 microcatheter was placed. Coiling an already ruptured aneurysm finished with two (2) 5mm x 10mm presidio and one (1) 6mm hydrosoft. The patient remained in ICU post procedure for vasospasm treatment but is moving limbs and talking. Patient is doing fine per latest report.